Manufacturer narrative:
.

Event description:
It was reported that patient attended for routine visit and pico dressing change. Level of exudate severe wound appeared to be "detreating" with pico dressing. Device first administered to patient (B)(6) 2012, device was discontinued (B)(6) 2012. Pico therapy stopped, patient reverted back to standard care. Silver dressing (post pico) patient to be admitted on the (B)(6) 2012 for angiogram management. Commenced augmentin 1 gram on (B)(6) 2012 for wound infection. Tramacet on (B)(6) for pain.